Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Pump was determined to be out of warranty, and customer was advised by technical support to contact clinic for a prescription for replacement pump.